Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 13mg/ml at 5 .696mg/day via an implantable pump. The indication for use was spinal pain. On (B)(6) 2018 it was reported the pump was stalling and recovering seven times since original date (B)(6) 2018. There were no patient symptoms reported. With regards to, if any environmental, external or patient factors that may have led or contributed to the issue or if there were any diagnostics or troubleshooting performed it was noted as ¿n/a¿. The pump would be replaced and was planned/scheduled for (B)(6) 2018. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly corrosion and or wear and or lubrication; stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.